Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI number is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that batteries required replacement. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Manufacture date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported that the battery required replacement. There was no patient present when this issue was identified.